Event description:
A valiant stent graft system was inserted in the patient for the endovascular treatment of an 8 cm in diameter thoracic aneurysm. The patient had large aneurysms in the thoracic and abdominal aorta, with plans for a staged endovascular repair (thoracic aneurysm as the first stage). The thoracic aneurysm had a maximum diameter of approximately 80 mm, with landing zones distal to the lsa and proximal to the celiac artery. The thoracic aneurysm had two areas of high angulation/tortuosity, one at the arch to the top of the descending aorta and another above the celiac artery; the length of the aneurysm was about 20 cm. Access with a guidewire was successfully gained, and ivus was used to confirm the location of branching arteries and vessel sizes. Attempts to place a pigtail catheter in the ascending aorta through the brachiocephalic artery failed due to unusual presentation of the innominate artery (unclear if this was also aneurysmal disease). A pigtail catheter was then placed using existing femoral access. A 42x42x200 valiant captivia was then attempted to be placed just distal to the lsa using a superstiff guidewire. The device successfully passed through the tortuous descending aorta, but slowed while attempting to cross the tortuosity/angle near the arch but distal to the lsa (stent graft was not deployed). It was reported that there was steady and normal pressure was being continuously applied. Several seconds after this slowing, the device appeared to quickly recoil out of position in the aorta into an unexpected position to the left of the aorta. It appeared that the proximal end of the device had flipped to form a u-shaped bend with the tip facing distally, with at least several centimeters of device below the u-shaped downward bend. Wire access was lost due to the sudden and strong movement of the device (both the wire tip and the valiant captivia tip had flipped and were facing distally in a position that was leftwards of the aorta rather than in the arch). It was initially unclear if the device was in the large aneurysm or chest cavity. Blood pressure readings were temporarily not available; this was corrected, and it was determined that there was no pressure in the radial artery. Contrast images showed that the aorta had ruptured and no flow was seen distally in the aorta. Chest compressions were started, and efforts to quickly re-establishing wire access from below were not successful. Again, guidewire access was attempted from the right radial access in order to try to quickly re-establish access for emergent endovascular repair; attempts again failed in the innominate artery. Patient was converted to an open procedure using a thoracotomy. Blood loss into the chest cavity was severe and attempts to restart the heart during surgical repair were not successful. Patient passed away. Physician stated that during the open procedure, a hole in the aorta was found; the aorta wall was also very thin in this area.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was returned for evaluation. The device was received and its analysis was completed. There were no kinks noted on the graft cover. The outer diameter of the graft cover at the base of the tapered tip and the outer diameter at the radiopaque marker measured 8.33mm (25fr), which is within specification. The tip capture moved up and down as expected. No gap was noted between the tapered tip and graft cover or between the front grip and external slider. The stent graft was deployed without issue. After deployment of the stent graft, a kink was noted on the spindle approximately 10cm from the proximal end of the tapered tip that was most likely due to the patient¿s anatomy. No issues were observed on the tapered tip. The returned product analysis did not reveal an explanation for the observed event.